Event description:
On (B)(6) 2012, the patient's spouse contacted lifescan USA, alleging that the subject meter was "broken"; however, did not know what the issue was. The reporter did not have the subject meter with her at the time of the call to review the meter and determine what the problem was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.